Event description:
Boston scientific received information that the patient with this pacemaker and another manufacturer's right ventricular (rv) lead experienced cardiac arrest. Loss of capture was suspected, as the ventricular rate was slower than the paced rate. Additional information received from the local area sales representative indicated that the patient was intubated on a floor in the hospital when the cardiac arrest occurred. The patient was not connected to a telemetry monitor and there were no strips that captured the information. The cardiac arrest was determined because the health care professionals were unable to find a pulse on the patient. The sales representative performed a threshold test on the patient and determined the threshold was 1.4 v @ 0.5 ms. The physician suspected the patient had an idioventricular rhythm at the time the cardiac arrest was suspected. The pacing threshold was reprogrammed from 2.5 v @ 0.5 ms to 3.5 v @ 0.5 ms.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.